Event description:
This product is not sold or distributed in the united states. Procedure type: low anterior resection. According to the reporter: the doctor made an 5cm incision on the left abdomen after mobilizing the rectum. Then doctor closed the distal rectum with a curved stapler and then used the circular stapler for the anastomosis. After firing the instrument, the doctor noticed that the anastomosis staple line was incomplete and resulted in a leak. The site then was sutured. Surgery time was extended by more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
This product is not sold or distributed in the united states.